Manufacturer narrative:
Upon receipt of the product, visual and functional examination was performed. Only the device positioning unit (dpu) was received with two unk connecting cables in the package. It was observed that the detachment fiber received heat which then melted and pooled around and above the detachment zone. The most likely root cause of the coil failing to detach after 15 detachment attempts and then having to be mechanically detached was due to the melting detachment fiber pooling around and above the detachment zone. This temporarily captured the coil until it was released through mechanical force. The two returned connecting cables passed electrical and functionality testing. Therefore, it is highly unlikely that these connecting cables contributed to the complaint event. In addition, without the return of the detachment control box (dcb) used in the procedure, it cannot be determined if this component contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: the reported device was the first coil used in the treatment of an acute ruptured aneurysm. Despite numerous attempts to detach the coil, detachment was unsuccessful and had to be mechanically withdrawn. As the coil eventually detached, part of the coil was left inside the microcatheter. A second presidio coil was used to advance the tail of the previous coil successfully. No pt injury reported.